Manufacturer narrative:
(B)(4). Evaluation, results: (death).

Event description:
During the index procedure the pt had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid lcx for treatment of the target lesion. At 1 month follow-up pt had cardiac status of stable angina. At 6 month and 1 year follow-up, pt was asymptomatic / free of symptoms. Approx 14 months post index procedure the pt was admitted to hospital due to very low hemoglobin levels. Pt death is reported to have occurred due to complications during the hospitalization. The investigator assessed that there was no relationship between the event and the study device or study procedure. Investigator also assessed that the death was not associated with a myocardial infarction, and no evidence of stent thrombosis.